Event description:
The construct was put in place in 2002. In 2003 the construct was removed due to a broken screw. It should be noted all lock nuts were tight and the opposite side of the construct was fine. This was a single level construct without cross ties.